Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated that the aspiration was working during this event. The product was replaced to complete the procedure.

Manufacturer narrative:
A review of the device history records lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe was returned and visually inspected and deemed nonconforming. The needle is bent approximately 45 degrees above the stiffener. No functional testing could be performed due to visual condition of the probe. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the needle / inner cutter being broken. The inner cutter cannot be extracted from the bent needle. The most likely root cause for the performance issue is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference could not be verified due to the inner cutter not being able to be extracted due to the visual condition of the returned probe. How and when the needle and inner cutter became bent cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).